Event description:
It was reported that high out of range pacing lead impedance was observed on a merlin transmission. The patient will continue to be monitored. No adverse consequences were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.